Event description:
In 2000 (exact date unknown), patient underwent enucleation procedure followed by implantation of porous polypropylene orbital prosthesis implant along with ocu-guard orbital implant wrap. At six weeks post-op patient presented with 20 mm conjunctival melt over ocu-guard wrap. At 8 weeks post-op orbital implant was removed. Patient post-op status: unknown.